Event description:
Boston scientific received information that after the implant of this left ventricular lead a lead dislodgment was discovered. Another procedure took place to reposition this lead, but this was not possible. A new lead was attempted to be implanted but difficult was encountered. Finally another lead was implanted successfully. No adverse patient effects were reported following the procedure. The lead will not be returned.

Manufacturer narrative:
Should additional information become available this investigation will be updated.